Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the right side post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. The reported implantation date is prior to the device manufacturing date for the reported lot number. If additional information is received regarding the correct lot number or date of implantation, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: on 9/12/2019, mentor became aware that the product report in the initial medwatch form was actually the replacement device. The correct impacted device is saline mentor smooth round moderate profile 375cc, catalog #: 3501660, lot #: 5703496. On 9/18/2019, the mentor failure analysis lab received the device for evaluation. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/10/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was noticed two creases one in each side. Leak testing was performed and it revealed two tears within crease one in each side and both measuring approximately 0.2 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process manufacturer's reference number: (B)(4).